Manufacturer narrative:
The lead was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this system exhibited noise, oversensing and pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. A lead fracture was suspected; however, it was not confirmed via x-ray. A revision procedure was performed and the device and rv lead were removed from service and replaced. No additional adverse patient effects were reported.